Manufacturer narrative:
An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not an over delivery of the device but rather a safety feature of the device. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin during device operation.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 40 mg/dl while wearing the pod on the back for between 4 and 24 hours. Emergency services were called and the patient was treated with glucagon. The ambulance transported the patient to the hospital and the patient was admitted for further observation.